Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The reported event of a controller fault occurring on (B)(6) 2021 around 6:15 to 6:30pm was not confirmed, as the alarm was not active in the log files around that date and time. The heartmate ii system controller was not returned; however, a log file was submitted for analysis. The submitted log file (labeled (B)(6) ) contained data spanning approximately 5 days ((B)(6) 2021 per the timestamp). The log file captured a no external power alarm active on (B)(6) 2021 at 14:19:13, and on (B)(6) 021 at 17:36:30 due to a dual power cable disconnect. This was the result of both power leads being disconnected from external power simultaneously. The alarms resolved when external power was restored to the power leads. Additional no external power alarms were active in the log file on (B)(6) 2021 at 14:21:34 to 04:21:51 and at 17:36:04 due to the rsoc voltage in the black power cable dropping to approximately 0 volts. The alarms resolved when external power was restored to the power lead. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the controller that was exchanged; however, no response was given. The root cause of the no external power alarm on (B)(6) 2021 at 14:19:13, and at 17:36:30 was determined to be a user error in which both system controller power cables were disconnected from external power at the same time; however, the root cause of the no external power alarm on (B)(6) 2021 at 14:21:34 to 04:21:51 and at 17:36:04 could not be determined through this analysis. The root cause of the controller fault alarm could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. The heartmate ii patient handbook, section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, backup battery fault alarm conditions, controller fault alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii instructions for use (IFU) section 6 entitled ¿caring for the equipment¿ and heartmate ii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook and heartmate ii instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repair reported under MFR# 2916596-2021-04506. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic, had rescue tape for their entire driveline. Log files showed several pump stops and low speed advisories. The alarm were confirmed by technical services. X-rays were taken which indicated a kink. The patient underwent a driveline repair on (B)(6) 2021. Alarms occurred after the repair, indicating it did not resolve the issue. The patient denied any acute trauma to the driveline. It did have obvious wear and tear and has been rescue taped for quite awhile. The patient had not gained a significant amount of weight. The patient was unaware of any certain movements that triggered the alarms. The patient denied hearing any alarms from the left ventricular assist device (lvad) with the exception of the ¿no external power¿ alarms that occurred on (B)(6) 2021. The patient stated that the batteries died while out running errands and the batteries in the backup bag were dead as well. On (B)(6) 2021 a driveline repair was performed about 2.5 inches from the exit site. Post repair the patient was tethered on grounded patient cable without issue and no alarms occurred on the cable. Around 6:15-6:30 pm the patient had a controller fault alarm. The pump running symbol was illuminated. Pump parameters would not show up by pressing the display button on the controller or on the system monitor. A controller change was performed. After the controller change, the patient was placed back on the ungrounded cable. A short while later, it was reported that the patient had a low flow alarm. Multiple pump stops noted on interrogation. The patient had placed themselves back on the grounded cable shortly before the alarms occurred. The patient immediately was placed back on ungrounded cable. No alarms were noted since. The log file of the new controller captured pump stops on (B)(6) 2021 while the patient was connected to the power module indicating the repair did not resolve the issue. The log file of the old controller captured driveline fault events, a speed drop, and pump stop on (B)(6) 2021. All of these events occurred while the patient was connected to a power module. The patient had a heartmate ii to heartmate 3 exchange on (B)(6) 2021. Related manufacturer report number of pump: 2916596-2021-05622.